Event description:
The hospital reported that the (B)(4) cannot hold any of the (B)(4) (acetabular rimcutter). The hospital thinks it seems as if there is no lock in (B)(4). This happened during surgery and they proceeded by cutting off an edge of the rimfit cup to avoid the need of using the rimcutter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.